Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported being concerned about gaps in their lower aligners and not having their upper 8 to be ready for final retainer. The patient also has a significant isolated air gap at #24; possible intrusion. While addressing the intrusion, a chipped tooth was noted due to customer providing photos for intrusion. Byte, "patient replied with requested photos, but it appears that they chipped tooth#24 after comparing current photos to standard tessellation language (stl) and original photos. The patient replied and stated that they will fix the chipped tooth but that their dentist recommends them to wait until after they complete the aligner treatment".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.